Manufacturer narrative:
Investigation: the customer returned one sealed device from the reported catalog 305759, lot 5280205. The sealed sample was inspected. The cap was removed and the safety shield was attempted to be activated. About half way through activation a clicking sound was heard. It came from the interaction between the c-hook on the needle hub and the safety shield. There did not appear to be enough clearance between the safety shield and the c-hook. It is possible that this issue could lead to safety shield disengagement. The needle stick injury noted by the customer is acknowledged and confirmed. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement. It is currently in the implementation phase. The sample has been sent to the manufacturing site for further investigation. Upon completion of the final investigation, an additional supplemental report will be filed.

Manufacturer narrative:
A potential lot# was provided for this incident. The information is as follows: lot #: 5280205, device expiration date:9/30/2020, device manufacture date: 10/7/2015. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse sustained a "needle-scratch" type injury when the safety mechanism fell off the needle being recapped after use. Clinician had labwork drawn, results of which were negative. The injury required no more than first aid.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event was (B)(6) 2016 the initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacture was 06/01/2016.